Event description:
Customer reported difficulty pressing quick bolus/wake button on pump, requiring multiple attempts to activate the screen. Customer¿s blood glucose level was not impacted. Technical support assisted customer with removing the pump from its case and advised on pressing techniques; however, issue persisted, leading to decision to replace pump. Customer continued to use pump for insulin therapy.